Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open skin from the patient scratching his skin under his arms and itchy. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient use milder detergent when laundering the garments. The medical outcome is unknown. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open skin from the patient scratching his skin under his arms and itchy. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient use milder detergent when laundering the garments. The medical outcome is unknown.